Manufacturer narrative:
H4: the lot was manufactured between july 21, 2023 - july 24, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed and it showed fluid inside the device bladder which suggests possible no flow. The reported condition could not be verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. The expected delivery time was 46 hours; however, most of the solution remained in the device after the infusion. The device contained fluorouracil 4300mg in 115ml sodium chloride 0.9%. The catheter was patent prior to the device being connected and no blockages were found. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: level 6,prince of wales private hospital barker street e1: initial reporter postal code: 2038 should additional relevant information become available, a supplemental report will be submitted.